Manufacturer narrative:
Evaluation codes, results - graft migration. Conclusion: disease progression and aortic neck dilatation.

Event description:
An aneurx abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 87 months ago. Aneurysm and vessel morphology at the time of implant were not reported. It was reported that a recent CT revealed that the stent graft had migrated distally with no endoleak noted. At the time of migration, the aneurysm measured 43.4 mm x 45.4 mm. The amount of migration is unknown, though the distance of the stent graft distance from the lowest renal artery is 17 mm. The aortic neck has minimal angulation and ranges from 26 to 31 mm in diameter over a length of 10 mm. The primary cause of migration is disease progression and aortic neck dilatation. The physician elected to implant a talent proximal aortic cuff at the level of the renal arteries without issues to intervene for the migration. No additional clinical sequelae were reported, and the patient is fine.